Event description:
Intravenous pump malfunctioned during administration of medication, cardizem, with patient becoming hypotensive. Nurse discovered malfunction and immediately addressed the issue. The intravenous pump screen went black and stopped functioning.